Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. Additionally, low amplitude and undersensing was observed on the right atrial channel. Reprograming of the device and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.